Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
As reported initially via telephone on (B)(6) 2017, the consumer developed foggy vision to both eyes during and after contact lens wear. Consumer also experienced burning sensation to both eyes. Foggy vision was resolved and burning sensation was improving at the time of initial report. Consumer mentioned that did not seek medical attention at that time. Additional information received on (B)(6) 2017 via telephone, the consumer stated that foggy vision and burning sensation had resolved but has ¿ulcers¿ in both eyes. It was reported that the contact lenses were not pre rinsed with the solution prior to soaking as indicated in the directions for use. The consumer went to an eye care provider (ecp) and was prescribed steroid drops (dexamethasone) for ten days (frequency not specified). Follow up visit scheduled with ecp but date was not indicated.. Additional information received from consumer on (B)(6) 2017 via telephone, stated all symptoms have resolved and there was a scar left in the eye (unspecified). Additional information has been requested, but not yet received at this time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received via fax on 05/19/2017: the consumer was seen for examination by his eye care provider (ecp) on (B)(6) 2017, presenting with halos around light in the left eye (os), burning, blurry vision, and foggy vision. Physical examination of the os was positive for hyperemia and a stromal infiltrate (central corneal location, per os corneal diagram); superficial punctate keratitis was seen bilaterally. It was reported that the consumer was also seen by the ecp on the following dates, with no further information provided regarding these visits: (B)(6) 2017. Additional information has been requested but not yet received.

Manufacturer narrative:
Correction - added patient event code. (B)(4).